Manufacturer narrative:
Customer was not able to provide lot number of product, therefore no investigation was able to be performed. Customer made statement while contacting ocd regarding a similar issue with vra152. (B)(4).

Event description:
Customer reported that several months ago, a patient sample with anti-e did not react with a lot of 0.8% resolve panel a. Customer was not able to provide additional details of the event.